Event description:
Reporter stated at 5:40am the meter read 292 mg/dl and within 5 minutes the lab read 43 mg/dl. Reporter indicated the patient was in the critical care unit (ccu) and treatment information was not provided. It was reported controls were used and within range. A request was made for the return of the suspect device and replacement product was sent.